Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the clinic after receiving a shock for t-wave oversensing (twos) on the right ventricular (rv) lead post ventricular sense. The patient¿s implantable cardioverter defibrillator (ICD) did not withhold therapy for the twos. The healthcare professional (hcp) called the company technical services for programming changes to resolve twos. The rv lead was reprogrammed and remains in use. The ICD also remains in use. No further patient complications have been reported as a result of this event.